Event description:
Reportable based on device analysis completed on (B)(4) 2012. It was reported that during a peripheral stenting treatment procedure the stent was unable to be deployed. The target lesion was located in the common bile duct (cbd). A sentinol bil 10x59x750 stent was selected and advanced to treat the target lesion; however, the stent could not be deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the stent was missing.

Event description:
It was further reported that the stent was deployed outside the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the return device revealed there was no other damage to the device. The device appeared to have correct inner and outer assembly. The stent was expanded off the stent delivery system (sds) and not returned for analysis. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).